Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Observed software corruption on workstation and identified need to replace hard drive. Replaced hard drive and restored cal/config. Files. The system was tested and found to be working as intended as placed back into service.

Event description:
It was reported that the subtraction feature on the 9800 system was taking way too long to process and subtract mask. No patient injury was reported.